Event description:
The pt underwent a right hemicolectomy procedure, anastomized with the car 27 device. Leak at the anastomosis site was detected on day 12. During re-operation, it was found that the ring was already expelled.

Manufacturer narrative:
The physician considered the event as "non-reportable" as it is a common complication of the procedure. The company rep was informed regarding the occurrence of the event during a convention and afterwards by e-mail. The importance of duly reporting and reporting procedures were emphasized to the distributors.